Manufacturer narrative:
Additional information: section a-2 patient age/date of birth: unknown/asked information was not provided. Section a-3a patient sex: unknown/asked information was not provided. Section a-3b patient gender: unknown/asked information was not provided. Section a-4 patient weight: unknown/asked information was not provided. Section a-5 patient ethnicity: unknown/asked information was not provided. Section a-6 patient race: unknown/asked information was not provided. Section d-6a date implanted: not applicable as the iol was not implanted. Section d-6b date explanted: not applicable as the iol was not implanted ; therefore, not explanted. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The plunger of the drn00v model intraocular lens (iol) scraped against interior side of cartridge, thus damaging the lens. Scratches were observed and there was difficulty releasing the iol from the injector once it was inside the eye, thus pinching a haptic. The iol was removed in pieces and the procedure was completed using a new implant. There were no complications during the procedure. No further information is available.

Manufacturer narrative:
Additional information was received 11-mar-2026: the same procedure was successfully completed using a back-up drn00v 17.0 iol that was implanted in the patient¿s ocular sinister (left eye). There were no serious patient injury, no sutures, and no vitrectomy during the procedure however, the incision was enlarged. Patient prognosis post-procedure was reported as good. No further information is available. The following sections have been updated accordingly: section a-2 patient date of birth: (B)(6) 1958, section a-3a patient sex: male, section a-3b patient gender: male, section a-6 patient race: white, section b-3 date of event: (B)(6) 2025, section e-1 title: dr. Section e-1 first/last name: (B)(6), section e-3 occupation: physician, section e-3 health professional? Yes. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.